Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation.

Event description:
It was reported that a revision surgery was performed due to infection. Debridement, washout and poly was exchanged. Surgeon does not blame implant.

Manufacturer narrative:
The evaluation summary was not attached in 1020279-2018-00053-001. [(B)(4)].